Event description:
The customer contacted physio control to report that their device logged an event code that indicates that the defibrillation energy was not delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on of the initial medwatch report was blank.section d10 returned to manufacturer on of the initial medwatch report should indicate: (B)(6) 2019.

Manufacturer narrative:
Physiocontrol evaluated the customer's device and verified the reported issue. After replacing the keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio control to report that their device logged an event code that indicates that the defibrillation energy was not delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Based on the information available, physio-control has determined that the likely cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio control to report that their device logged an event code that indicates that the defibrillation energy was not delivered. There was no patient use associated with the reported event.